Event description:
The following has been reported: serial number: unknown. Agilia sp electric syringe pump. 22-year-old female patient hospitalised for chronic intestinal pseudo-obstruction. The patient is receiving an infusion of octreotide 600jpg/50ml via a syringe pump. The 24-hour dose was administered in 2.5 hours due to an incorrect flow rate setting: 20 m/h instead of 2 ml/h. Cardiac and blood pressure monitoring was increased due to the complications described in cases of overdose. The dosage was adjusted and treatment resumed 6.5 hours later. The patient's condition improved. The healthcare professional (in training) confirmed that he has misread the information displayed on the screen. As device serial number was not provided, device history record could not be reviewed. Device log was not provided; therefore, no review could be performed. The device was not received in our laboratory; however, the investigation was conducted based on the description provided. Based on this description, the 24-hour dose was administered in 2.5 hours due to an incorrect flow rate setting: 20 m/h instead of 2 ml/h. The healthcare professional (in training) confirmed that he has misread the information displayed on the screen. For this complaint, the root cause has been identified as an incorrect flow rate setting by the user, which constitutes a use error. This complaint has been included in a trend analysis. This complaint is considered as: use error. The trend is: normal.